Manufacturer narrative:
As the customer did not retain the finished goods lot number, the device history record and lot history could not be reviewed nor could a visual inspection be conducted. The root cause of the customer's complaint could not be established as a sample was not been received; however, complaints of a similar nature have been received. The most likely root cause was manufacturing related. An action was opened to determine root cause and implement appropriate corrective actions for complaints of this nature. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that he noticed fibers coming from the irrigation and aspiration tip and out of the infusion sleeve during an unknown number of cataract procedures for the past few years. The fibers were observed in the eyes during the one day postoperative visit. No samples were retained and no harm to the patients was reported. This is one of two.